Event description:
It was reported that an arteriotomy closure of the calcified common femoral artery was attempted using a perclose proglide device after a diagnostic procedure. Reportedly, one of the sutures did not capture the artery. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis and may have assisted the investigation. Without device analysis, a cause for the suture not capturing the artery could not be determined. The suture not capturing the artery can be affected by numerous factors including, but not limited to, manufacturing, user technique and/or patient anatomical conditions. Reportedly, a femoral angiogram revealed that the patients common femoral artery was calcified. The perclose proglide instructions for use indicates that the safety and effectiveness of the device have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. Therefore, the reported calcification may have played a role in the suture not capturing the artery as the calcification could have cause the needle to deflect during plunger deployment. Also, failure to maintain a stable position of the device with respect to the tissue tract may contribute to the reported event. A review of the device lot history record and a query of the complaint-handling database could not be performed because the lot number was not provided. Based on the review of the event information and testing/inspection criteria for this device, a product quality deficiency was not detected.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event (reported as occurring last week). The customer reported the device was discarded. The lot number was not provided. A follow up report will be submitted with all additional relevant information. The safety and effectiveness have not been established for in patients with femoral artery calcium which is fluoroscopically visible at the access site.